Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient came to the emergency room complaining of their implantable cardioverter defibrillator (ICD) firing. It was noted that the patient has an implantable cardiac monitor implanted and not an ICD. It was also noted that the implantable cardiac monitor had undersensed premature ventricular contractions. The device remains in use. No patient complications have been reported as a result of this event.